Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: other-technical: observed total delamination of the plug strap assessed as cohesive failure. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a left side implant exchange with no complaint against the device. Later healthcare professional reported "plug strap separated." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: other-technical.

Event description:
Healthcare professional reported a left side implant exchange with no complaint against the device. Later healthcare professional reported "plug strap separated." Device has been explanted.